Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated they would clear the alarm and resumed insulin deliveries with no additional occlusion alarms declaring. The customer would at times, remove their infusion set site and no damage would be observed leading the customer to believe that the occlusion alarms were not legitimate. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion and stated they were currently placing their infusion set sites on their legs and backside. Cts discussed site selection and possible causes of occlusions with the customer. Additionally, the customer reported filling a cartridge with 300 units of insulin and the insulin gauge displayed 80 units of insulin and remained static at that value for a couple of days and then started depleting normally. Cts informed the customer that when a cartridge is loaded a positive value will be displayed and at times the display will remain static until the actual contents meet the estimated value. Once the estimated value is reached, the insulin gauge will deplete normally. The customer¿s blood glucose (bg) level was not impacted during these events. Cts attempted to follow up with the customer multiple times; however, no response was received.